Event description:
It was reported that the patient was experiencing inadequate pain relief and had difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted ipg was not returned as it was discarded by the medical facility.